Manufacturer narrative:
(B)(4). Evaluation summary the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pacel bipolar pacing catheter instructions for use (IFU) states that cardiac perforation, cardiac tamponade and damage to vessels/valve structures are possible complications that may occur when using the product.

Event description:
A 6f pacel bipolar pacing catheter was reported to have pierced the heart of a patient during use, leading to circulatory failure, collapse, hemopericardium, and tamponade. An emergency drain was placed with a favorable outcome.